Event description:
The customer reported via phone call that they had a compromised force sensor system alarm on the insulin pump. The customer's blood glucose was unknown. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during prime test at 4 lbs due to faulty force sensor resistor. The insulin pump was received with cracked case at display window corners, reservoir tube lip, belt clip slot, minor scratched and cracked display window.